Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient, 44 year old, male, underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade which required a pericardiocentesis. During the ablation phase of the procedure, the physician noticed a pericardial effusion on the intracardiac echocardiogram. The physician made no comment on the cause of the effusion. There was a five minute delay to the procedure. The patient was stable following the procedure. Additional information was received on the event. A transseptal puncture was performed with a brk xs st. Jude medical needle. The patient received anticoagulation; however, the range is unknown. A pericardial tap was performed and drainage of the pericardium was done to drain the fluid. It is unknown if the patient required hospitalization because of the adverse event. The patient has fully recovered with no residual effects. The last ablation was 44 seconds and the total ablation time was 21 minutes. Settings during the event include: power 15, 20, and 30 watts in power controlled mode / temperature cut-off 50 degrees/ flow setting was 17 ml/min and low flow of 2ml/min. The power was not titrated. There were no errors noted on carto, however during the procedure there was a temperature limiter notification on the stockert. The physician did not provide a causality opinion for the cause of this adverse event and did not indicate that there were any problems with the catheter.